Manufacturer narrative:
The device was received at the local service facility for investigation. The cable assembly was replaced and functionality was tested and passed all tests. Probable root cause: ¿ cables ¿ hdmi cables the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that when the cable is stretched out, the camera head looses signal. The signal lost maybe a few seconds. Then image came back then lost connection again then no more image/connection.

Event description:
It was reported that when the cable is stretched out, the camera head looses signal. The signal lost maybe a few seconds. Then image came back then lost connection again then no more image/connection.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.